Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to the set was not assembled properly. The customer was treated with manual injection. The event involved product(s) mmt-1812. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1812 was requested and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. Pump error 43 was recorded on 08/12/2025 01:24:06.000. Line=752 file=121. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, and displacement accuracy test. No pump error 43 was noted during testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, corrosion was found on the motor home switch, in addition to moisture damage on the motor force sensor flex connector gold traces, causing the pump error 43. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of harm reported were unknown. Unable to confirm customer allegations of high bgs. However, during download history review, pump error 43 was recorded, caused by corrosion on the motor home switch and moisture damage. Isolate to motor and electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.